Event description:
It was reported that the 2800 system would not power up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The surge suppressor was replaced during the service call. The system was tested and found to be working as intended and put back into service.